Manufacturer narrative:
(B)(4). A review of all batch record documents was performed on h11h06064 with no issues noted during the manufacturing process. There were no deviations from standard procedure. Batch review results are acceptable, no further evaluation required. A review of all batch record documents on h11i16012 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure. Batch review results are acceptable, no further evaluation required. The system error 2240 (air in line) is not confirmed due to a lack of sample and the root cause of the complaint was not determined.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Event description:
A customer contacted baxter's technical service center to report having a system error 2240 alarm with the homechoice (hc) machine during use. The home patient (hp) had 2 bags connected. There was solution in both bags. There were no disconnections. The technical service representative (tsr) advised the hp to cycle power. There were no loose connections. The hp was not sure what cycle she was in. The hp would start over with new supplies. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the care giver (cg) regarding the reported event. The cg was not aware of the alarm and could not provide any information. The cg stated, the home patient (hp) was admitted to the hospital on (B)(6) 2011 through (B)(6) 2011 for peritonitis. The cg did not know the cause of the peritonitis and did not have any further information.